Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction"), salpingitis ("inflammation/inflamed fallopian tubes"), pelvic pain ("debilitating pelvic / hip pain/severe pelvic pain/ pain concentrated to the left side of pelvis") and gallbladder injury ("gallbladder rupture") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure". The patient's past medical history included overweight, loop electrosurgical excision procedure (abnormal pap/cervical cancer cells) in (B)(6) 2012, cholecystectomy (gallbladder rupture) in (B)(6) 2015, endoscopy (rule out a possible abdominal aneurysm) on (B)(6) 2017, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3; date of births: (B)(6) 1996, (B)(6) 2011 and (B)(6) 2013.), pre-eclampsia, fetal death (fetal death/cord accident in (B)(6) 1995, male child 6 months; severe pre-eclampsia- xavier and pre-eclampsia/elevated blood pressure-kieran) in 1995, depression and gastric bypass. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2012 and heparin sodium. Past adverse reactions to the above products included oedema with heparin sodium. In 2013, the patient experienced menstruation irregular ("irregular period"), adverse drug reaction ("severe side effects"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), increased tendency to bruise ("easy bruising"), malaise ("malaise") and decreased appetite ("appetite loss"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), inflammation ("began experiencing inflammation") and swelling ("swelling"). In (B)(6) 2015, the patient experienced gallbladder injury (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("debilitating pelvic/ hip pain/joint pain"), aortic aneurysm ("aortic abdominal aneurysm"), abdominal pain upper ("left upper abdominal pain"), peripheral swelling ("swelling of extremities"), depression ("depression from pain"), gait disturbance ("I could barely walk"), migraine ("migraines"), lethargy ("lethargy") and nightmare ("nightmare"). The patient was treated with oxycocet (percocet), oxycodone hydrochloride (oxycontin), ibuprofen (motrin), surgery (hysterectomy), surgery (hysterectomy) and surgery (gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2014. At the time of the report, the hypersensitivity, salpingitis, gallbladder injury, aortic aneurysm, abdominal pain upper, peripheral swelling and depression had not resolved, the pelvic pain had resolved, the menstruation irregular, adverse drug reaction, alopecia, dizziness, nausea, vomiting, increased tendency to bruise, malaise, arthralgia, decreased appetite, gait disturbance, migraine, lethargy and nightmare outcome was unknown and the inflammation and swelling was resolving. The reporter provided no causality assessment for adverse drug reaction, alopecia, decreased appetite, dizziness, increased tendency to bruise, malaise, menstruation irregular, nausea, salpingitis and vomiting with essure. The reporter considered abdominal pain upper, aortic aneurysm, arthralgia, depression, gait disturbance, gallbladder injury, hypersensitivity, inflammation, lethargy, migraine, nightmare, pelvic pain, peripheral swelling and swelling to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She has not sought medical treatment for pelvic pain and inflammation and swelling of extremities. On (B)(6) 2013 she suspected that inflamed fallopian tubes was essure related and on (B)(6) 2014 she was told that injury was essure related. She receives treatment for depression from pain from (B)(6) 2014 to (B)(6) 2015. Condition did not resolve yet. After 2 years from the date of removal, the pain almost completely subsided. Still have residual pain that comes in waves. As of now, the pain is concentrated to the left side of her pelvis; however it has been increasing since (B)(6) 2017. She took medical care or treatment for depression ((B)(6)2015), essure problems ((B)(6) 2014- (B)(6) 2015; (B)(6) 2013-(B)(6) 2013; (B)(6) 2015-(B)(6) 2015), emergency gallbladder removal ((B)(6)2015), primary care/essure symptoms ((B)(6) 2017-present) and new symptoms ((B)(6) 2017-present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Essure confirmation test. It was taken on (B)(6) 2013. Test noted as hsg ("hysterosalpingogram"). Concerning the injuries reported in this case, the following one/ones were reported via social media: I could barely walk, migraines, lethargy and nightmare were added. Most recent follow-up information incorporated above includes: on 25-jun-2018: adverse events reported via social media: I could barely walk, migraines, lethargy and nightmare. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction"), salpingitis ("inflammation/inflamed fallopian tubes"), pelvic pain ("debilitating pelvic / hip pain/severe pelvic pain/ pain concentrated to the left side of pelvis") and gallbladder injury ("gallbladder rupture") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight, loop electrosurgical excision procedure (abnormal pap/cervical cancer cells) in june 2012, cholecystectomy (gallbladder rupture) in october 2015, endoscopy (rule out a possible abdominal aneurysm) on (B)(6) 2017, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3; date of births: (B)(6) 1996, (B)(6) 2011 and (B)(6) 2013.), pre-eclampsia, fetal death (fetal death/cord accident in (B)(6) 1995, male child 6 months; severe pre-eclampsia- xavier and pre-eclampsia/elevated blood pressure-kieran) in 1995, depression and gastric bypass. Previously administered products included for an unreported indication: nuvaring from may 2011 to october 2012 and heparin sodium. Past adverse reactions to the above products included oedema with heparin sodium. In 2013, the patient experienced menstruation irregular ("irregular period"), adverse drug reaction ("severe side effects"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), increased tendency to bruise ("easy bruising"), malaise ("malaise") and decreased appetite ("appetite loss"). In august 2013, the patient had essure inserted. In august 2013, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), inflammation ("began experiencing inflammation") and swelling ("swelling"). In october 2015, the patient experienced gallbladder injury (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("debilitating pelvic/ hip pain/joint pain"), aortic aneurysm ("aortic abdominal aneurysm"), abdominal pain upper ("left upper abdominal pain"), peripheral swelling ("swelling of extremities"), depression ("depression from pain") and treatment noncompliance ("she did not use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with oxycocet (percocet), oxycodone hydrochloride (oxycontin), ibuprofen (motrin), surgery (hysterectomy), surgery (hysterectomy) and surgery (gallbladder removal on (B)(6) 2015). Essure was removed on (B)(6) 2014. At the time of the report, the hypersensitivity, salpingitis, gallbladder injury, aortic aneurysm, abdominal pain upper, peripheral swelling and depression had not resolved, the pelvic pain, inflammation and swelling was resolving and the menstruation irregular, adverse drug reaction, alopecia, dizziness, nausea, vomiting, increased tendency to bruise, malaise, arthralgia, decreased appetite and treatment noncompliance outcome was unknown. The reporter provided no causality assessment for adverse drug reaction, alopecia, decreased appetite, dizziness, increased tendency to bruise, malaise, menstruation irregular, nausea, salpingitis, treatment noncompliance and vomiting with essure. The reporter considered abdominal pain upper, aortic aneurysm, arthralgia, depression, gallbladder injury, hypersensitivity, inflammation, pelvic pain, peripheral swelling and swelling to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She has not sought medical treatment for pelvic pain and inflammation and swelling of extremities. On (B)(6) 2013 she suspected that inflamed fallopian tubes was essure related and on (B)(6) 2014 she was told that injury was essure related. She receives treatment for depression from pain from (B)(6) 2014 to (B)(6) 2015. Condition did not resolve yet. After 2 years from the date of removal, the pain almost completely subsided. Still have residual pain that comes in waves. As of now, the pain is concentrated to the left side of her pelvis; however it has been increasing since (B)(6) 2017. She took medical care or treatment for depression ((B)(6) 2014(B)(6) 2015), essure problems ((B)(6) 2014- (B)(6) 2015; (B)(6) 2013 (B)(6) 2013; (B)(6) 2015(B)(6) 2015), emergency gallbladder removal ((B)(6) 2015(B)(6) 2015), primary care/essure symptoms ((B)(6) 2017 present) and new symptoms ((B)(6) 2017 present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Essure confirmation test. It was taken on (B)(6) 2013. Test noted as hsg (hysterosalpingogram). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events inflammation and swelling were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), salpingitis ('inflammation/inflamed fallopian tubes'), pelvic pain ('debilitating pelvic / hip pain/severe pelvic pain/ pain concentrated to the left side of pelvis') and gallbladder rupture ('gallbladder rupture') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure". The patient's medical history included endoscopy (rule out a possible abdominal aneurysm) on (B)(6) 2017, cholecystectomy (gallbladder rupture) in (B)(6) 2015, loop electrosurgical excision procedure (abnormal pap/cervical cancer cells) in (B)(6) 2012, fetal death (fetal death/cord accident in (B)(6) 1995, male child 6 months; severe pre-eclampsia- xavier and pre-eclampsia/elevated blood pressure-kieran) in 1995, overweight, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3; date of births: (B)(6) 1996, (B)(6) 2011 and (B)(6) 2013.), pre-eclampsia, depression and gastric bypass. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2012 and heparin sodium. Past adverse reactions to the above products included oedema with heparin sodium. Concomitant products included medroxyprogesterone acetate (depo provera). In 2013, the patient experienced menstruation irregular ("irregular period"), adverse drug reaction ("severe side effects"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), increased tendency to bruise ("easy bruising"), malaise ("malaise") and decreased appetite ("appetite loss"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), inflammation ("began experiencing inflammation") and swelling ("swelling"). In (B)(6) 2015, the patient experienced gallbladder rupture (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("debilitating pelvic/ hip pain/joint pain"), aortic aneurysm ("aortic abdominal aneurysm"), abdominal pain upper ("left upper abdominal pain"), peripheral swelling ("swelling of extremities"), depression ("depression from pain"), gait disturbance ("I could barely walk"), migraine ("migraines"), lethargy ("lethargy"), nightmare ("nightmare"), haemoptysis ("coughing up blood"), chest pain ("chest pain"), pneumonia ("pneumonia") and ovarian disorder ("ovaries been killing me too"). The patient was treated with oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), and surgery (gallbladder removal on (B)(6) 2015 and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the hypersensitivity, salpingitis, gallbladder rupture, aortic aneurysm, abdominal pain upper, peripheral swelling and depression had not resolved, the pelvic pain had resolved, the menstruation irregular, adverse drug reaction, alopecia, dizziness, nausea, vomiting, increased tendency to bruise, malaise, arthralgia, decreased appetite, gait disturbance, migraine, lethargy, nightmare, haemoptysis, chest pain, pneumonia and ovarian disorder outcome was unknown and the inflammation and swelling was resolving. The reporter provided no causality assessment for adverse drug reaction, alopecia, decreased appetite, dizziness, increased tendency to bruise, malaise, menstruation irregular, nausea, salpingitis and vomiting with essure. The reporter considered abdominal pain upper, aortic aneurysm, arthralgia, chest pain, depression, gait disturbance, gallbladder rupture, haemoptysis, hypersensitivity, inflammation, lethargy, migraine, nightmare, ovarian disorder, pelvic pain, peripheral swelling, pneumonia and swelling to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She has not sought medical treatment for pelvic pain and inflammation and swelling of extremities. On (B)(6) 2013 she suspected that inflamed fallopian tubes was essure related and on (B)(6) 2014 she was told that injury was essure related. She receives treatment for depression from pain from (B)(6) 2014 to (B)(6) 2015. Condition did not resolve yet. After 2 years from the date of removal, the pain almost completely subsided. Still have residual pain that comes in waves. As of now, the pain is concentrated to the left side of her pelvis; however it has been increasing since (B)(6) 2017. She took medical care or treatment for depression (dec-2014-apr-2015), essure problems (B)(6) 2014 - (B)(6) 2015; (B)(6) 2013 - (B)(6) 2013; (B)(6) 2015 - (B)(6) 2015), emergency gallbladder removal (B)(6) 2015 - (B)(6) 2015), primary care/essure symptoms (B)(6) 2017-present) and new symptoms (B)(6) 2017-present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Essure confirmation test. It was taken on (B)(6) 2013. Test noted as hsg (hysterosalphingogram). Concerning the injuries reported in this case, the following ones were reported via social media: I could barely walk, migraines, lethargy and nightmare were added. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New reporter added. New events: coughing up blood, chest pain, ovarian disorder and pneumonia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), salpingitis ('inflammation/inflamed fallopian tubes'), pelvic pain ('debilitating pelvic / hip pain/severe pelvic pain/ pain concentrated to the left side of pelvis') and gallbladder rupture ('gallbladder rupture') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure". The patient's medical history included endoscopy (rule out a possible abdominal aneurysm) on (B)(6) 2017, cholecystectomy (gallbladder rupture) in (B)(6) 2015, loop electrosurgical excision procedure (abnormal pap/cervical cancer cells) in (B)(6) 2012, fetal death (fetal death/cord accident in (B)(6) 1995, male child 6 months; severe pre-eclampsia- xavier and pre-eclampsia/elevated blood pressure-kieran) in 1995, overweight, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3; date of births: (B)(6) 1996, (B)(6) 2011 and (B)(6) 2013.), pre-eclampsia, depression, gastric bypass, anemia, childhood asthma, pap smear abnormal, hives, fibromyalgia, fibromyalgia, general body pain, hyperthyroidism, appendectomy, cholecystectomy, gastric bypass, epigastric pain and esophagitis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2012 and heparin sodium. Past adverse reactions to the above products included oedema with heparin sodium. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) since (B)(6) 2013 and vitamins nos (accomin multivitamin). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menstruation irregular ("irregular period"), adverse drug reaction ("severe side effects"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), increased tendency to bruise ("easy bruising"), malaise ("malaise") and decreased appetite ("appetite loss"). In (B)(6) 2013, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), inflammation ("began experiencing inflammation") and swelling ("swelling"). In (B)(6) 2015, the patient experienced gallbladder rupture (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("debilitating pelvic/ hip pain/joint pain"), aortic aneurysm ("aortic abdominal aneurysm"), abdominal pain upper ("left upper abdominal pain"), peripheral swelling ("swelling of extremities"), depression ("depression from pain"), gait disturbance ("I could barely walk"), migraine ("migraines"), lethargy ("lethargy"), nightmare ("nightmare"), haemoptysis ("coughing up blood"), chest pain ("chest pain"), pneumonia ("pneumonia"), ovarian disorder ("ovaries been killing me too") and pain ("soreness"). The patient was treated with oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), and surgery (gallbladder removal on (B)(6) 2015 and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the hypersensitivity, salpingitis, gallbladder rupture, aortic aneurysm, abdominal pain upper, peripheral swelling and depression had not resolved, the pelvic pain, decreased appetite, gait disturbance, migraine, lethargy and pain had resolved, the menstruation irregular, adverse drug reaction, alopecia, dizziness, nausea, vomiting, increased tendency to bruise, malaise, arthralgia, nightmare, haemoptysis, chest pain, pneumonia and ovarian disorder outcome was unknown and the inflammation and swelling was resolving. The reporter provided no causality assessment for adverse drug reaction, alopecia, decreased appetite, dizziness, increased tendency to bruise, malaise, menstruation irregular, nausea, salpingitis and vomiting with essure. The reporter considered abdominal pain upper, aortic aneurysm, arthralgia, chest pain, depression, gait disturbance, gallbladder rupture, haemoptysis, hypersensitivity, inflammation, lethargy, migraine, nightmare, ovarian disorder, pain, pelvic pain, peripheral swelling, pneumonia and swelling to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She has not sought medical treatment for pelvic pain and inflammation and swelling of extremities. On (B)(6) 2013 she suspected that inflamed fallopian tubes was essure related and on (B)(6) 2014 she was told that injury was essure related. She receives treatment for depression from pain from (B)(6) 2014 to (B)(6) 2015. Condition did not resolve yet. After 2 years from the date of removal, the pain almost completely subsided. Still have residual pain that comes in waves. As of now, the pain is concentrated to the left side of her pelvis; however it has been increasing since (B)(6) 2017. She took medical care or treatment for depression ((B)(6) 2014-(B)(6) 2015), essure problems ((B)(6) 2014- (B)(6) 2015; (B)(6) 2013; (B)(6) 2015), emergency gallbladder removal ((B)(6) 2015), primary care/essure symptoms ((B)(6) 2017-present) and new symptoms ((B)(6) 2017-present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: I could barely walk, migraines, lethargy and nightmare were added. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received-fu 11, 12, 13, 14 proceeded together. Lawyers was added. And outcome of I could barely walk, migraines, appetite loss, lethargy, pelvic pain were updated from unknown to recovered resolved. New event soreness was added. On 21-jan-2020: mr was received- fu 11, 12,13 and 14 proceeded together. Lawyer was added and medical history was added. No new clinical information. On 15-jan-2020: mr received- fu 11, 12, 13, 14 proceeded together. Reporters information was added. Concomitant drug and medical history was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('inflammation/inflamed fallopian tubes'), pelvic pain ('debilitating pelvic / hip pain/severe pelvic pain/ pain concentrated to the left side of pelvis') and gallbladder rupture ('gallbladder rupture') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure". The patient's medical history included endoscopy (rule out a possible abdominal aneurysm) on (B)(6) 2017, cholecystectomy (gallbladder rupture) in (B)(6) 2015, loop electrosurgical excision procedure (abnormal pap/cervical cancer cells) in (B)(6) 2012, fetal death (fetal death/cord accident in (B)(6) 1995, male child 6 months; severe pre-eclampsia- xavier and pre-eclampsia/elevated blood pressure-kieran) in 1995, overweight, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3; date of births:(B)(6) 1996, (B)(6) 2011 and (B)(6) 2013.), pre-eclampsia, depression, gastric bypass, anemia, childhood asthma, pap smear abnormal, hives, fibromyalgia, fibromyalgia, general body pain, hyperthyroidism, appendectomy, cholecystectomy, gastric bypass, epigastric pain, esophagitis and lower abdominal pain. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2012 and heparin sodium. Past adverse reactions to the above products included oedema with heparin sodium. Concomitant products included ferrous sulfate;vitamins nos, ibuprofen, medroxyprogesterone acetate (depo provera), oxycodone and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menstruation irregular ("irregular period"), adverse drug reaction ("severe side effects"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), increased tendency to bruise ("easy bruising"), malaise ("malaise") and decreased appetite ("appetite loss"). In (B)(6) 2013, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), inflammation ("began experiencing inflammation") and swelling ("swelling"). In (B)(6) 2015, the patient experienced gallbladder rupture (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), arthralgia ("debilitating pelvic/ hip pain/joint pain"), aortic aneurysm ("aortic abdominal aneurysm"), abdominal pain upper ("left upper abdominal pain"), peripheral swelling ("swelling of extremities"), depression ("depression from pain"), gait disturbance ("I could barely walk"), migraine ("migraines"), lethargy ("lethargy"), nightmare ("nightmare"), haemoptysis ("coughing up blood"), chest pain ("chest pain"), pneumonia ("pneumonia"), ovarian disorder ("ovaries been killing me too") and pain ("soreness"). The patient was treated with oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), and surgery (gallbladder removal on (B)(6) 2015 and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the hypersensitivity, salpingitis, gallbladder rupture, aortic aneurysm, abdominal pain upper, peripheral swelling and depression had not resolved, the pelvic inflammatory disease, menstruation irregular, adverse drug reaction, alopecia, dizziness, nausea, vomiting, increased tendency to bruise, malaise, arthralgia, nightmare, haemoptysis, chest pain, pneumonia and ovarian disorder outcome was unknown, the pelvic pain, decreased appetite, gait disturbance, migraine, lethargy and pain had resolved and the inflammation and swelling was resolving. The reporter provided no causality assessment for adverse drug reaction, alopecia, decreased appetite, dizziness, increased tendency to bruise, malaise, menstruation irregular, nausea, salpingitis and vomiting with essure. The reporter considered abdominal pain upper, aortic aneurysm, arthralgia, chest pain, depression, gait disturbance, gallbladder rupture, haemoptysis, hypersensitivity, inflammation, lethargy, migraine, nightmare, ovarian disorder, pain, pelvic inflammatory disease, pelvic pain, peripheral swelling, pneumonia and swelling to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She has not sought medical treatment for pelvic pain and inflammation and swelling of extremities. On (B)(6) 2013 she suspected that inflamed fallopian tubes was essure related and on (B)(6) 2014 she was told that injury was essure related. She receives treatment for depression from pain from (B)(6) 2014 to (B)(6) 2015. Condition did not resolve yet. After 2 years from the date of removal, the pain almost completely subsided. Still have residual pain that comes in waves. As of now, the pain is concentrated to the left side of her pelvis; however it has been increasing since (B)(6) 2017. She took medical care or treatment for depression ((B)(6) 2014 (B)(6) 2015), essure problems ((B)(6) 2014 (B)(6) 2015; (B)(6) 2013 (B)(6) 2013; (B)(6) 2015 (B)(6) 2015), emergency gallbladder removal ((B)(6) 2015 (B)(6) 2015), primary care/essure symptoms ((B)(6) 2017-present) and new symptoms ((B)(6) 2017-present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: I could barely walk, migraines, lethargy and nightmare were added. Most recent follow-up information incorporated above includes: on 6-feb-2020: medical records received- new event pelvic inflammatory disease was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction"), salpingitis ("inflammation/inflamed fallopian tubes"), pelvic pain ("debilitating pelvic / hip pain/severe pelvic pain/ pain concentrated to the left side of pelvis") and gallbladder injury ("gallbladder rupture") in a (B)(6) old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight, loop electrosurgical excision procedure (abnormal pap/cervical cancer cells) in (B)(6) 2012, cholecystectomy (gallbladder rupture) in (B)(6) 2015, endoscopy (rule out a possible abdominal aneurysm) on (B)(6) 2017, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3; date of births:(B)(6) 1996, (B)(6) -2011 and (B)(6) -2013.), pre-eclampsia, fetal death (fetal death/cord accident in (B)(6) 1995, male child 6 months; severe pre-eclampsia- xavier and pre-eclampsia/elevated blood pressure-kieran) in 1995, depression and gastric bypass. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2012 and heparin sodium. Past adverse reactions to the above products included oedema with heparin sodium. In 2013, 61 days before insertion of essure, the patient experienced menstruation irregular ("irregular period"), adverse drug reaction ("severe side effects"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), increased tendency to bruise ("easy bruising"), malaise ("malaise") and decreased appetite ("appetite loss"). In (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion hospitalization). In (B)(6) 2015, the patient experienced gallbladder injury (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("debilitating pelvic/ hip pain/joint pain"), aortic aneurysm ("aortic abdominal aneurysm"), abdominal pain upper ("left upper abdominal pain"), peripheral swelling ("swelling of extremities"), depression ("depression from pain") and treatment noncompliance ("she did not use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with oxycocet (percocet), oxycodone hydrochloride (oxycontin), ibuprofen (motrin), surgery (hysterectomy), surgery (hysterectomy) and surgery (gallbladder removal). Essure was removed on (B)(6) 2014. At the time of the report, the hypersensitivity, salpingitis, aortic aneurysm, abdominal pain upper, peripheral swelling, gallbladder injury and depression had not resolved, the pelvic pain was resolving and the menstruation irregular, adverse drug reaction, alopecia, dizziness, nausea, vomiting, increased tendency to bruise, malaise, arthralgia, decreased appetite and treatment noncompliance outcome was unknown. The reporter considered abdominal pain upper, aortic aneurysm, arthralgia, depression, gallbladder injury, hypersensitivity, pelvic pain and peripheral swelling to be related to essure. The reporter provided no causality assessment for adverse drug reaction, alopecia, decreased appetite, dizziness, increased tendency to bruise, malaise, menstruation irregular, nausea, salpingitis, treatment noncompliance and vomiting with essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She has not sought medical treatment for pelvic pain and inflammation and swelling of extremities. On (B)(6) 2013 she suspected that inflamed fallopian tubes was essure related and on (B)(6) 2014 she was told that injury was essure related. She receives treatment for depression from pain from (B)(6) -2014 to (B)(6) 2015. Condition did not resolve yet. After 2 years from the date of removal, the pain almost completely subsided. Still have residual pain that comes in waves. As of now, the pain is concentrated to the left side of her pelvis; however it has been increasing since (B)(6) 2017. She took medical care or treatment for depression ((B)(6) 2014-(B)(6) 2015), essure problems ((B)(6) 2014- (B)(6) 2015; (B)(6) 2013-(B)(6) 2013; (B)(6) 2015-(B)(6) 2015), emergency gallbladder removal ((B)(6) 2015-(B)(6) -2015), primary care/essure symptoms ((B)(6) 2017-present) and new symptoms ((B)(6) 2017-present). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Essure confirmation test. It was taken on (B)(6) 2013. Test noted as hsg (hysterosalphingogram). Most recent follow-up information incorporated above includes: on (B)(6) 2017: the case was upgraded in the incident category. Reporter information was updated. Patient demographics were added. Essure implantation and explantation date was added. Essure indication was updated. Events: inflamed fallopian tubes clubbed with earlier event , severe pelvic pain/ pain concentrated to the left side of pelvis, aortic abdominal aneurysm, swelling of extremities, gallbladder rupture, inflamed fallopian tubes, depression from pain, left upper abdominal pain, joint pain and allergic reaction were added. She was treated for inflammation ((B)(6) 2014; hysterectomy), gallbladder rupture ((B)(6) 2015; gallbladder removal) and aortic abdominal aneurysm ((B)(6) 2017; testing in (B)(6) 2017 ruled out an aneurysm) were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submissi incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.